Manufacturer narrative:
The device sample was not returned for eval at the time of this report.

Event description:
The event is reported as: the customer alleges that the unit air pressure output is steadily decreasing and no allowing the pt to receive complete medication transfer. The customer reports that the pt did not suffer any trauma or medical intervention or medical emergency. No pt injury reported.